Event description:
The customer reported that they did not receive an advia centaur xp cortisol urgent field safety notice (10811344) that was distributed to customers in (B)(4) 2012. There was no report of adverse health consequences.

Manufacturer narrative:
Urgent field safety notice (B)(4) was provided to the customer.